Event description:
It was reported that the patient presented with chest pain and diaphragmatic stimulation. During device interrogation exit block at maximum output was noted. Lead dislodgement was confirmed via x-ray. The physician suspected cardiac perforation. The lead was explanted and replaced when repositioning was unsuccessful. The patients condition is fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.